Event description:
Fifteen to 20 minutes into transurethral microwave thermotherapy (tumt), used ultrasound and could not see foley balloon on probe. Withdrew catheter from pt, balloon was deflated. Used air to test and found balloon had pin hole near band at top. A second catheter was then used to complete therapy.